Event description:
Adverse event(s): ¿no pt harm reported¿ (no consequences or impact to pt). Product problem(s): ¿footswitch working intermittently¿ (device stops intermittently); ¿system message displayed¿ (device displays error message). The customer reported the footswitch was working intermittently. The customer stated a system message would display stating the footswitch was unplugged. The footswitch was checked and it was plugged. The system message would clear and surgery would continue. The footswitch was used all day with no pt harm reported.

Manufacturer narrative:
The footswitch has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add¿l reportable info becomes available. (B)(4).